Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's daughter that the customer passed away on (B)(6) of 2014 while attached to their insulin pump. Cause of death has not been confirmed by a healthcare professional, but customer's daughter stated it was heart and diabetes related. Customer's daughter stated that the last recorded blood glucose level on the device was 96 mg/dl. Device available and being sent back for analysis. Nothing further reported.